Event description:
A report was received from the (B)(6) stating the low profile gastrostomy enteral feeding tube was placed and eventually dislodged. Additional information received on (B)(6) 2015 stated the stoma site began to close and the stoma had to be dilated. Additional information received on (B)(6) 2015 stated the device was in use for two days prior to the event. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
(B)(4). Method code: actual device not evaluated. Results code: no results available since no evaluation performed. Conclusions: device not returned. The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned by customer.